Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's recent history of gi bleed, and anticoagulation therapy. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical database that this patient was feeling well when he was called by the vad team on (B)(6) 2015 and told to come in for low hemoglobin. Patient's routine labs revealed an h & h of 7.2/22.4. Patient stated he had experienced a couple of episodes of "bright red blood" with bowel movements earlier that week, but none since and no dark stools. Patient also stated he had quit taking lovenox on (B)(6) when his inr became therapeutic. Patient underwent another colonoscopy, where polyps were removed, but no active bleeding site was seen. Patient was again put on octreotide and pantoprazole drips. Again, his coumadin had been stopped at admission but was resumed prior to discharge. Patient would be bridged with lovenox until his inr was therapeutic. Patient received a total of 2 more units of red blood cells this admission and he was discharged on (B)(6) 2015. No further information was provided.